Event description:
It was further reported that the index target lesion located in the proximal right coronary artery (rca) was a de novo, 90% stenosed 2.8x24mm lesion. Pre-dilation and post dilation were both performed resulting in 0% residual stenosis and timi 3 flow. The index target lesion located in the mid rca was a de novo, 99% stenosed 2.8x24mm lesion. Pre-dilation and post dilation were both performed resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 2 days later without complication on aspirin and panaldine. In (B)(6) 2010, timi flow improved from 2 to 3 through the procedure. Per the physician, the restenosis event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-02196, 2134265-2010-02198, 2134265-2011-03008. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first target lesion located in the proximal right coronary artery (rca) was treated with a 3.0x28mm taxus express2 study stent. The second target lesion located in the mid rca was treated with a 3.0x32mm taxus express2 study stent. In (B)(6) 2010 at a study follow up visit, angiography revealed a 3.0x8mm, 99% restenosed lesion located in the proximal rca. Treatment 25 days later placed a non bsc stent resulting in 0% residual stenosis. The patient was discharged two days later. At the 3 year follow up visit in (B)(6) 2011, the patient had no anginal symptoms.